Event description:
Senseonics was made aware of an incident where hcp reported that the sensor broke into two pieces during the removal procedure of (B)(6) 2025.the sensor's site is the left arm.only 50 percent of the sensor was removed duting first attempt. It was confirmed that an incision was made to attempt to remove the sensor.sensor was palpable before the incision.transmitter, ultrasound and magnet wasn't used to localize the sensor.the rest of the sensor was already successfully removed on (B)(6) 2025.per dms, user has the new sensor and is currently using the system with up-to-date information.

Manufacturer narrative:
The hcp reported that the sensor broke into two pieces during the removal procedure of (B)(6) 2025.the sensor's site is the left arm.only 50 percent of the sensor was removed duting first attempt. It was confirmed that an incision was made to attempt to remove the sensor.sensor was palpable before the incision.transmitter, ultrasound and magnet wasn't used to localize the sensor.the rest of the sensor was already successfully removed on (B)(6) 2025.per dms, user has the new sensor and is currently using the system with up-to-date information.